Manufacturer narrative:
Investigation summary:no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that a syringe 1ml ls 25ga 5/8in chin graphics had a damaged plunger rod before use. The following was reported by the initial reporter: "after opening the outer packaging, it was found that the needle handle was broken."